Event description:
This complaint is being reported due to an alleged keypad malfunction. There was no report of product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: no keypad damage observed during visual inspection. All keys (contrast/up/down/ok) keys are intermittently responsive. There was evidence of keypad adhesive found under key contacts.